Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple of the same cartridge alarms occurred during insulin delivery. It was reported that the customer experienced a blood glucose (bg) level of 600 +mg/dl multiple times. Reportedly, the customer required assistance to address bg level and the mother administered insulin and monitored the customer. A manual insulin injection was administered to address bg level. The customer discussed the ketone level with their hcp. Prior to the high bg level the customer continued to use the pump for insulin therapy however said would contact the healthcare provider to obtain alternate insulin therapy if needed. The customer reverted to manual injections for insulin therapy.